Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead with the guidewire became bound and unable to advance or retract. The lead was taken out and a different lead was implanted instead. The patient was asymptomatic prior, during, and after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.